Event description:
The facility reports the pt was being brought to their apartment by a carer to be changed with the help of an assistant. The assistant did not arrive, so the carer placed the pt in the lifter and fastened the waist and arms with the slings and helped the pt themselves. After a few minutes, the pt's knees started to give out. The carer alarmed for help and unfastened the sling from the pt's arms and slowly lowered the pt in the lifter to the floor. When help arrived, they lifted the pt into the wheelchair. The resident had no complaints. Later it was discovered that the pt had suffered a luxation (joint out of socket) of the right shoulder and bonemote (splintering of bone) of the upper right arm.